Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's sensor was showing 50-60 mg/dl. Customer also had calibration errors and a threshold suspend alarm. Customer mentioned that he was hospitalized with high blood glucose levels and diabetic ketoacidosis while not wearing the continuous glucose monitoring system due to some supply delivery issues. Customer admitted himself into a hospital with a blood glucose level around 300 mg/dl. Customer was treated with an IV and released the next day at noon with blood glucose readings between 90 and 100 mg/dl. Hospital staff could not determine if the cause was bad insulin or customer's side issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.